Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial & medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door failed and made clicking noises. The field service engineer (fse) powered the station down. The engineer unlocked the tower and removed the latch column. The harness was disconnected from the mini switches, and the connections on the latch harness were tightened. The contacts on the mini switches were cleaned, and the harnesses were reconnected. The latch column was reinserted, the tower was locked, and the station was powered back up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower door was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.